Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A materials manager reported during an intraocular lens (iol) implant procedure, the surgeon noticed a white foreign object on the lens. The lens was removed and surgery was completed with a new lens with no harm to the patient. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint of foreign material was not observed; however, there was lens material from the damaged area on the lens surface that could have been interpreted as foreign material. Results from the product history record review indicated the product met release criteria. (B)(4).